Manufacturer narrative:
A ge service rep performed an on site investigation and was unable to reproduce the issue. The monitor was replaced per the customer's request. The system was tested and operates as intended.

Event description:
The customer reported the 9800 system monitor was black. No pt injury was reported.